Event description:
It was reported that the unit has been having issues with the pressure sensors and have been repairing pumps and have replaced 58 pressure sensors with in the last three months. A form sent by the customer stated that the error code 240.4150.0 pressure sensor error was displayed on "numerous' devices. It was reported that there was no patient involvement in this event.

Manufacturer narrative:
Additional information provided: d.11 the customer¿s reported issue of error code 240.4150.0 was identified. Physical inspection of the device noted the instrument seal intact. The right (male) iui was observed with corrosion. The membrane was observed with discoloration. Internal inspection observed no anomalies with any of the electrical or mechanical components. Analysis of the error log recorded six (6) instances of 240.4150.0 error codes occurring from (B)(6) 2020. The most recent occurring on (B)(6) 2020 at 10:09 am. The last time the returned pump module was attempted to be used was on (B)(6) 2020 at 1:39 pm. At 1:39 pm pump module s/n (B)(6) was powered on, a rate of 27.2ml/h with a vtbi of 49.5ml was programmed and the infusion started. At 1:40 pm the pump module alarmed for error code 240.4150.0. Functional testing and asm testing of the device observed the bottle side pressure sensor failing. After replacing the bottle side pressure sensor with a known good cad pressure sensor the pump module was observed to be functioning as expected with no errors or malfunctions. The root cause of the customer¿s reported issue of error code 240.4150.0 was identified in the device error log and replicated during testing. The proximate root cause of error code 240.4150.0 was attributed to a malfunctioning bottle side pressure sensor. Device history review: review of the service s/n (B)(6) history record showed the device had a manufacture date of (B)(6) 2015. A review of the device service history record was performed beginning from the date of manufacture to the present date 24au2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the unit has been having issues with the pressure sensors and have been repairing pumps and have replaced 58 pressure sensors with in the last three months. A form sent by the customer stated that the error code 240.4150.0 pressure sensor error was displayed on "numerous' devices. It was reported that there was no patient involvement in this event.